Event description:
Reporter alleged obtaining a discrepant blood glucose result of 178 mg/dl back to back with a result of 87 mg/dl on the aviva system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.